Event description:
Customer reported being hospitalized for dka. Customer stated that both family member and md were confident that pump was not the cause of high blood glucose levels. It was confirmed that all programming was correct in pump. Family member was advised to call back to complete troubleshooting if necessary.